Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control on (B)(6) 2010 and (B)(6) 2010 (right). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube'), device expulsion ('first migration: device broke and displaced outside right fallopian tube; second migration: uterus/ a portion of the right essure coil is located in the right fundal region of her uterus.'), device breakage ('first migration: device broke/ device breakage the essure was cut flushed with the uterus./ the right device was fractured and had displaced outside of the right fallopian tube/ apparent fracture of the right essure coil displacement outside of the ri') and uterine perforation ('perforation (uterus)/ the essure coil on the right was noted to have perforated through the fundus/ essure right uterine horn perforation/ essure perforated fundus of uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, bloody stool, umbilical hernia, general body pain, morbid obesity, vomiting and ovarian cyst. At completion, the right tube displayed 4 coils in the cavity and the left tube 4 coils. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uti, ear pain, ear swelling, frontal headache, external ear pain, urine odor abnormal, vaginal discharge, vaginal irritation, vaginal odor, discomfort, neck stiffness, headache, difficulty sleeping, confusion, visual disturbance, menstrual migraine, lower abdominal pain, painful intercourse, ache, cramps menstrual, right lower quadrant pain, common cold, acute upper respiratory tract infection, general body pain, respiratory tract congestion, chills, productive cough, fever, nasal congestion, sinus pain, acute upper respiratory tract infection, itching eyes, dyspnea, cyst, ankle swelling, swelling of feet, pedal edema, depression, bipolar I disorder, anemia, renal disease, left upper quadrant pain, cholecystitis, dyskinesia, vaginal removal of intrauterine foreign body, umbilical hernia, uterine tenderness and vaginitis. Concomitant products included furosemide (lasix), medroxyprogesterone acetate and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdomen"), back pain ("lower back") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, uterine perforation, night sweats, fatigue, alopecia, pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device breakage, device expulsion, fallopian tube perforation, fatigue, night sweats, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control on (B)(6) 2010 and (B)(6) 2010. As per follow-up date of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the first hsg revealed left-sided unilateral occlusion. The right device was fractured and had displaced outside of the right fallopian tube.; on (B)(6) 2011: result the second hsg showed bilateral tubal occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain, fatigue. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs&mr received reporter information was added. Medical device removal was deleted and new event added fallopian tube perforation, device expulsion, device breakage, uterine perforation, night sweats, fatigue, hair loss, pelvic pain female, abdominal pain, lower back pain, hips pain. Severity added abdominal pain, lower back pain, hips pain. Medical history and concomitant drugs were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube'), device expulsion ('first migration: device broke and displaced outside right fallopian tube; second migration: uterus/ a portion of the right essure coil is located in the right fundal region of her uterus.'), device breakage ('first migration: device broke/ device breakagethe essure was cut flushed with the uterus./ the right device was fractured and had displaced outside of the right fallopian tube/ apparent fracture of the right essure coil displacement outside of the ri') and uterine perforation ('perforation (uterus)/ the essure coil on the right was noted to have perforated through the fundus/ essure right uterine horn perforation/ essure perforated fundus of uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, bloody stool, umbilical hernia, general body pain, morbid obesity, vomiting and ovarian cyst. At completion, the right tube displayed 4 coils in the cavity and the left tube 4 coils. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uti, ear pain, ear swelling, frontal headache, external ear pain, urine odor abnormal, vaginal discharge, vaginal irritation, vaginal odor, discomfort, neck stiffness, headache, difficulty sleeping, confusion, visual disturbance, menstrual migraine, lower abdominal pain, painful intercourse, ache, cramps menstrual, right lower quadrant pain, common cold, acute upper respiratory tract infection, general body pain, respiratory tract congestion, chills, productive cough, fever, nasal congestion, sinus pain, acute upper respiratory tract infection, itching eyes, dyspnea, cyst, ankle swelling, swelling of feet, pedal edema, depression, bipolar I disorder, anemia, renal disease, left upper quadrant pain, cholecystitis, dyskinesia, foreign body in uterus, any part, umbilical hernia, uterine tenderness and vaginitis. Concomitant products included furosemide (lasix), medroxyprogesterone acetate and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdomen"), back pain ("lower back") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, uterine perforation, night sweats, fatigue, alopecia, pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device breakage, device expulsion, fallopian tube perforation, fatigue, night sweats, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control on (B)(6) 2010 and (B)(6) 2010. As per follow up date of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the first hsg revealed left-sided unilateral occlusion. The right device was fractured and had displaced outside of the right fallopian tube.; on (B)(6) 2011: result the second hsg showed bilateral tubal occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.